Manufacturer narrative:
Inspected one opened/used sensor. Performed a visual inspection and found the sensor's canula bent (retracted) inside the sensor base. Unable to confirm the customer received the sensor in such condition as the customer had returned the device opened/used. Also found the sensor needle bent near the sensor needle base.

Event description:
It was reported that a new sensor was inserted into the customer's body and it would not connect to the transmitter. The transmitter would not light up when it was connected to the sensor. So, they removed it and discovered that there was no wire; the cannula was missing. The customer's blood glucose was 218 mg/dl. The caller stated that there was nothing on the bottom of the sensor. The caller noticed some difficulty removing the needle hub; there was some resistance that the caller found unusual. The needle did retract. It was noticed that the sensors were expired. The caller stated that there was some blood at the site of insertion, but not at the time of the phone call. The site was a little red, but there was no swelling or agitation. The caller did not now if the cannula was in there. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.